Manufacturer narrative:
(B)(4). We received one used and empty easypump ii st 400-4-s without packaging. The received sample was visually inspected. We detected no damages on the received sample. In 'as-received' condition the white clamp was closed. The original wing cap was not handed over by the customer. After opening the top cap and removing the closing cone, we detected solution (liquid) and crystallized drug residues at the filling port (lli-cone). Furthermore we detected solution (liquid) and crystallized drug residues at the lla-cone of the patient connector. Additionally, the sample was filled with nacl 0.9 % up to the nominal volume (400 ml) and a functional test respectively a leak test was carried out. After opening the white clamp and waiting for a while the pump worked (solution was running). Leakages were not detected at the sample. Furthermore we tested the flow rate of the received sample. Nominal: 100 ml/h actual: 131.2 ml in 1 h; 244.8 ml in 2 hrs; 353,9 ml in 3 hrs during the test of the flow rate we did not detect any leaks at the sample. The cause for the too fast flow could not be find out. We have informed our manufacturer accordingly. Detail: received one piece of used, partially empty of easypump ii st 400-4-s without original packaging. In 'as received' condition, clamp clip was closed and wing cap had been replaced with red closing cone. Big top cap was opened and discofix cap was observed at the pump. No solution/crystallized residue was observed at cap valve. Red closing cone was removed and clamp clip was released, the pump worked (solution was running). Leakage were not detected at the sample. Analysis: as the complaint sample is labeled as contaminated sample, further investigation (flow rate test) is unable to be done. Due to this article is not a glass tube article and no further investigation can be done, sample has been destroyed. Justification: not judgable as further investigation (flow rate test) is unable to be done due to the complaint sample is a contaminated sample. Reviewed the device history record and there were no defect encountered during in process and final control inspection.

Event description:
As reported by the user facility ((B)(4)): fast flow (infused in 1h30 instead 3 hours). Drug 1 g solumedrol in 300ml physiological saline solution.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to (B)(4) for investigation. A f/u report will be provided when the inspection results become available. (B)(4).